Event description:
Total parenteral nutrition (tpn) and lipids were leaking from IV filter tube. Clinical nurse specialist (cns) decided to change tubing from filter to the bag and clear fluids that were hung.